Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to contact the patient. The sample and the lot number was not available. Therefore, no evaluation or batch review could be performed. This complaint for a system error 2240 (air in line) was not confirmed. The cause could not be determined.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 2 of 6. The home patient (hp) cycled the power to clear system error 2240 that was followed by system error 2367. The hp was ending therapy. The technical service representative (tsr) had the hp disconnect using aseptic technique and removed the cassette. The hp to notify the registered nurse (rn) of the missed therapy. Per the troubleshooting performed by the tsr, the hp reported they were connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. It was unknown how the patient would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance has made multiple unsuccessful attempts to reach the hp and the rn. Additional attempts to reach the nurse will be made.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.